Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and hyperglycemia with difference between sensor glucose and blood glucose levels. The customer reported blood glucose value of 71 mg/dl. The reported hypoglycemia was treated with candy. Symptoms witnessed during the time of low blood glucose event: shakiness. The event involved products mmt-1884, mmt-7040ma, mmt-441ak and mmt-342g. Troubleshooting was performed for low blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of reported event. Troubleshooting was declined by the customer for high blood glucose. Troubleshooting was performed for difference between glucose levels. The customer blood glucose was 216 mg/dl and sensor glucose value was 85 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 131 mg/dl and it was beyond acceptable range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No further patient complications were reported. No product return is required for mmt-1884. The customer will discontinue the use of the sensor. Mmt-7040ma was requested and customer response was the device will be returned. No product return is required for mmt-441ak. No product return is required for mmt-342g.